Event description:
During the laparoscopic procedure the reliatack was used to tack the mesh after suturing. After using the device to apply 4 tacks the tack load dislodged from the device into the patients abdomen. The surgeon was able to retrieve the tack load without harm to the patient. The reliatack reference number: reltack3x10 lot number 7139038nh expiration 05/31/2020 was not used during the remainder of the procedure.